Event description:
It is reported that the set screw to the hinge pin would not sit flush. When the surgeon attempted to remove the screw, it stripped. The surgeon elected to leave the device implanted as described.

Manufacturer narrative:
Eval summary: surgical notes were not provided. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.